Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash under each of the four ECG electrodes. The patient's physician had the patient end use of the lifevest. The patient reported that after removing the device, the rash improved. There was no allegation that a device malfunction caused or contributed to the reported irritation.